Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 11mmol/l. The customer reported that the pump is broken and reservoir rubber seal is coming out, crack below the reservoir. The customer stated that half of the clear reservoir compartment came off. Customer was instructed to refer to the backup plan. The customer was advised that the pump will be replaced and return the faulty pump.

Manufacturer narrative:
The customer reported additional information that wasn't provided in the initial report.

Event description:
The customer had reported he was hospitalized due to the smoke inhalation. When he arrived at the hospital his blood glucose was 146 mg/dl. When he was released his blood glucose was 512 mg/dl due to the device detaching when he was running out of the burning building. The hospital didn't treat his high blood glucose since he wasn't wearing the device. Customer has reverted to manual injections. The device is not returning for analysis.